Event description:
It was reported that while cooling a patient down to 16 degrees centigrade, the hcu30 tripped the 12a breaker and shut off. The customer reset the breaker and restarted the hcu30. The breaker tripped again. The hcu30 was then replaced with another hcu30 and service was notified. No reported effect to the patient. Ref: (B)(4). Ref MFR #8010762-2013-00119.